Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, to continue the procedure, the instrument was replaced with a new one after it was found to have failed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the failure of the instrument consisted in breaking the line, which resulted in the tool being inoperable and requiring replacement with another instrument. After changing the tool, the operation continued using the robot. Due to the need to replace the grasper, the time was extended. The delay was 10 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.